Event description:
It was reported that the sec 20dp, texium & hanger v/nv was damaged/deformed. The following information was provided by the initial reporter: "it was reported that they are having issues with texium secondary set."

Manufacturer narrative:
H6: investigation summary a complaint of a set separating during use was received from the customer. A sample and photos were returned to aid in the investigation of this defect. Through visual inspection, the customer complaint was verified. Separation was seen at the drip chamber. No damages were seen at the connection site. No solvent was observed on the tubing or at the connection site. A device history record review could not be performed on model 40000-07t because a lot number was not provided by the customer. The root cause for the separation is a lack of solvent added to the connection site.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the sec 20dp, texium & hanger v/nv was damaged/deformed. The following information was provided by the initial reporter: "it was reported that they are having issues with texium secondary set."